Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was displaying an error message (patient could not remember what the message was). The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began at 11 am, on (B)(6) 2017. She reported that she manages her diabetes with insulin (self-adjuster), and made no changes to her normal diabetes regiment, in response to the alleged issue. The patient alleges that approximately i5 minutes after the meter issue began, she developed symptom of ¿blurred vision¿, which she self-treated with eye drops (systane). During troubleshooting the csr noted this was not the first time the product was being used. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.